Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one x-ray image and two electronic photos were provided for review. The first photo shows the view of a catheter having blood residue throughout. The catheter tube was completely separated into two fragments. The second photo show partial view of a clinician holding the catheter in which a crack was noted in the catheter tube. The x-ray image shows the image is in poor quality. The port is seen in the right clavicular region. A short segment of looped catheter is noted in the neck. The remaining segment of catheter has migrated a short distance toward the right heart. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d6b, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, during preparation for port removal, it was discovered that the catheter had completely fractured, with a portion of the catheter having fallen into the heart. On the same day, the port reservoir and subcutaneous catheter portion were surgically removed, and the catheter fragment that had fallen into the heart was retrieved by interventional radiology under dsa guidance. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and image were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 1 years 3 months and 6 days post procedure, during preparation for port removal it was identified that the catheter had completely fractured, with a portion of the catheter was migrated into the heart. On the same day port reservoir and subcutaneous catheter portion were surgically removed, and the catheter fragment that had fallen into the heart was retrieved by interventional radiology under dsa guidance. The current status of the patient was unknown.